Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. No product issue relating to the inability to open the instrument grips was identified. Additional findings not related to customer reported complaint: the instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.108". The knife slot measurement was 0.027". No conductor wire damage or snake wrist damage was found. There was not a substantial amount of bio debris found at the instrument tips. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed the cut and seal test. The dislodged blade was likely causing this failure. The blade could not be manually retracted. A review of the log showed error code 22025 vessel sealer extended blade jammed on universal surgical manipulator (usm) 4.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has been returned to intuitive surgical, inc. (Isi) for evaluation; however, the results of the failure analysis investigation are still pending. A review of the advanced instrument log for the vessel sealer extend (vse) instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the device logs show that the vse instrument was installed twice, and it passed homing twice. A total of 19 cut complete events were recorded, with no errors. A total of 47 seal events were recorded with no errors, using the erbe vio generator. A total of 4 jaw angle open and 1 each of blade dwell recovery, cut failed, blade jammed, and blade recovery events were recorded. The system logs show a total of 1 blade jammed error at the exact timestamp as that of the blade jammed event recorded in the device logs, indicating that the blade was stuck, due to either the user trying to cut too much tissue or to excessive bio-debris in the knife slot. The instrument was used for 14 minutes.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the tips of the vessel sealer extend (vse) instrument would not open. At the time, the instrument had been in use for one hour, and the surgeon was using the instrument to dissect unspecified tissue. There was no bio-debris build-up on the instrument's electrodes. Tissue was not getting caught in the instrument, and no tissue was released from the instrument. An unspecified amount of unspecified tissue was excised during dissection due to this event; this excision was not planned. No tissue was adhered to the instrument tips after the instrument was activated. There was no bleeding as a result of this issue. The issue was resolved by changing to a new vse instrument. Per the surgeon, there are no concerns for long-term complications for the patient as a result of this issue, and it did not affect the patient's health. The patient did not experience any postoperative complications. The patient is currently doing well. It was unknown what the surgeon believed was the cause of the event. The procedure was completed robotically.